Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed one of the two power supplies to be defective due to a shorted transistor. The pst observed an obvious burnt component odor and excessive amount of dust within the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
The field service representative (fsr) found that on the "power supply status" page, power supply-1 (ps-1) was showing "fail." He replaced the old model power supplies with the new model power supplies. The next day the cables were delivered and installed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a smoke coming from the base of the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.